Event description:
It was reported that the patient contacted technical services (ts) as the communicator exhibited a red call doctor icon. Ts assisted with troubleshooting and the patient was able to perform a patient-initiated interrogation. The patient was referred to the clinic regarding the red alert related to the shock lead impedance out of range on this cardiac resynchronization therapy defibrillator (crt-d). The electrogram (egm) showed an out of range shock lead impedance at 127 ohms. The device remains in service. No adverse patient effects were reported.